Event description:
Impedance measurements of >2000 ohms were reported on some of the patient's unipolar electrode pairs. Unable to follow-up with the contact information provided, hence no additional information was obtained. If additional information is obtained, a follow up report will be sent. Further follow-up was limited due to limited caller information. If additional information becomes available, report will be updated.

Manufacturer narrative:
(B)(4).